Manufacturer narrative:
Repair evaluation information was received on 12/05/2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information eye irritation, nose irritation, dizziness and/or headache, nausea / vomiting, reduced cardiopulmonary reserve, cancer. There was report of serious or permanent harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was not observed. There was 3 error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h, box g, and box d was updated in this report.

Manufacturer narrative:
-Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information eye irritation, nose irritation, dizziness and/or headache, nausea / vomiting, reduced cardiopulmonary reserve, cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.